Event description:
It was reported that the user experienced persistent hyperglycemia while using a 23-inch teflon 6 mm infusion set, and upon removal the cannula was found bent; the user replaced the infusion site, performed a tubing fill, reconnected, and insulin therapy was resumed, with a manual blood glucose of 468 mg/dl and subsequent decline to 357 mg/dl after troubleshooting and education. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution trending after site replacement and continued therapy. Investigation included customer interview, blood glucose assessment, product history and lot collection, and troubleshooting of the infusion set and site change procedure. Investigation of this case revealed a bent cannula consistent with infusion set occlusion or flow interruption, with device function restored after site replacement and transition to alternative steel cannula sets arranged. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.